Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes'), menorrhagia ('menorrhagia (heavy menstrual bleeding) large blood clots') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 41-year-old female patient who had essure (batch no. 646514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stenosis and leiomyoma nos. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), anaemia ("anemia") and cyst ("cysts") and was found to have uterine leiomyoma ("fibroids"), 2 years after insertion of essure. On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced haemorrhagic ovarian cyst ("hemorrhagic ovarian cyst"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), migraine ("migraine"), headache ("headaches"), device expulsion ("migration of essure device location of device: uterus") and metrorrhagia ("metrorrhagia") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy (partial), salpingectomy unilateral oopherectomy- left). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, fatigue, hormone level abnormal, migraine, headache, weight increased, device expulsion and metrorrhagia outcome was unknown and the menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, anaemia, uterine leiomyoma and cyst had resolved. The reporter considered abdominal pain, anaemia, back pain, cyst, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, haemorrhagic ovarian cyst, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain- pelvic/ abdominal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back. Bleeding : menorrhagia (heavy menstrual bleeding), anemia. Migration,fatigue, other, hormonal changes, migraine, headaches, and weight gain. Discrepancy noted insertion date- (B)(6) 2009, (B)(6) 2010 . Trailing coils: left- 8 coils I right- 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: result- bilateral occlusion; on (B)(6) 2009: result: unknown. Most recent follow-up information incorporated above includes: on 1-feb-2021: medical record received lot number was added. Reporter information and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes'), menorrhagia ('menorrhagia (heavy menstrual bleeding) large blood clots') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 41-year-old female patient who had essure (batch no. 646514-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stenosis and leiomyoma nos. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), anaemia ("anemia") and cyst ("cysts") and was found to have uterine leiomyoma ("fibroids"), 2 years after insertion of essure. On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced haemorrhagic ovarian cyst ("hemorrhagic ovarian cyst"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), migraine ("migraine"), headache ("headaches"), device expulsion ("migration of essure device location of device: uterus") and metrorrhagia ("metrorrhagia") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy (partial), salpingectomy unilateral oophorectomy- left). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, fatigue, hormone level abnormal, migraine, headache, weight increased, device expulsion and metrorrhagia outcome was unknown and the menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, anaemia, uterine leiomyoma and cyst had resolved. The reporter considered abdominal pain, anaemia, back pain, cyst, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, haemorrhagic ovarian cyst, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain- pelvic/ abdominal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back. Bleeding : menorrhagia (heavy menstrual bleeding), anemia. Migration,fatigue, other, hormonal changes, migraine, headaches, and weight gain. Discrepancy noted insertion date- (B)(6) 2009, (B)(6) 2010 . Trailing coils: left- 8 coils I right- 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: result- bilateral occlusion; on (B)(6) 2009: result: unknown. Lot number reported (646514) is inv. Most recent follow-up information incorporated above includes: on 8-feb-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), anaemia ("anemia"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches") and cyst ("cysts") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation and hysterectomy (partial), salpingo (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, fatigue, hormone level abnormal, migraine, headache and weight increased outcome was unknown and the menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, anaemia, uterine leiomyoma and cyst had resolved. The reporter considered abdominal pain, anaemia, back pain, cyst, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, uterine leiomyoma and weight increased to be related to essure. The reporter commented: received treatment for pain- pelvic/ abdominal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back. Bleeding : menorrhagia (heavy menstrual bleeding), anemia. Migration, fatigue, other, hormonal changes, migraine, headaches, and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: result- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: case become incident, previously injury nos was replaced with pelvic pain & new events- abdominal, dysmenorrhea, dyspareunia, back pain, menorrhagia, migration, fatigue, cysts hormonal changes, migraine, headaches,weight gain, fibroids, were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes'), menorrhagia ('menorrhagia (heavy menstrual bleeding) large blood clots') and vaginal haemorrhage ('abnormal bleeding (vaginal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse"), back pain ("back pain"), anaemia ("anemia"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), cyst ("cysts"), device expulsion ("migration of essure device location of device: uterus") and metrorrhagia ("metrorrhagia") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation and hysterectomy (partial), salpingectomy unilateral oopherectomy- left). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, fatigue, hormone level abnormal, migraine, headache, weight increased, device expulsion and metrorrhagia outcome was unknown and the menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, anaemia, uterine leiomyoma and cyst had resolved. The reporter considered abdominal pain, anaemia, back pain, cyst, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain- pelvic/ abdominal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back. Bleeding : menorrhagia (heavy menstrual bleeding), anemia. Migration,fatigue, other, hormonal changes, migraine, headaches, and weight gain. Insertion date: on (B)(6) 2009 discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2008: result- bilateral occlusion; on (B)(6) 2009: result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2019: pfs and mr received: events: abnormal bleeding (vaginal), metrorrhagia, device expulsion were added. Lab data, reporters were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes'), menorrhagia ('menorrhagia (heavy menstrual bleeding) large blood clots') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 41-year-old female patient who had essure (batch no. 646514-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stenosis and leiomyoma nos. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), anaemia ("anemia") and cyst ("cysts") and was found to have uterine leiomyoma ("fibroids"), 2 years after insertion of essure. On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced haemorrhagic ovarian cyst ("hemorrhagic ovarian cyst"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), migraine ("migraine"), headache ("headaches"), device expulsion ("migration of essure device location of device: uterus") and metrorrhagia ("metrorrhagia") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy (partial), salpingectomy unilateral oophorectomy- left). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, fatigue, hormone level abnormal, migraine, headache, weight increased, device expulsion and metrorrhagia outcome was unknown and the menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, anaemia, uterine leiomyoma and cyst had resolved. The reporter considered abdominal pain, anaemia, back pain, cyst, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, haemorrhagic ovarian cyst, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain- pelvic/ abdominal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back. Bleeding : menorrhagia (heavy menstrual bleeding), anemia. Migration,fatigue, other, hormonal changes, migraine, headaches, and weight gain. Discrepancy noted insertion date- (B)(6) 2009, (B)(6) 2010 . Trailing coils: left- 8 coils I right- 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: result- bilateral occlusion; on (B)(6) 2009: result: unknown. Lot number reported (646514) is inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes'), menorrhagia ('menorrhagia (heavy menstrual bleeding) large blood clots') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), anaemia ("anemia") and cyst ("cysts") and was found to have uterine leiomyoma ("fibroids"), 2 years after insertion of essure. On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced haemorrhagic ovarian cyst ("hemorrhagic ovarian cyst"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), migraine ("migraine"), headache ("headaches"), device expulsion ("migration of essure device location of device: uterus") and metrorrhagia ("metrorrhagia") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy (partial), salpingectomy unilateral oopherectomy- left). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, vaginal haemorrhage, fatigue, hormone level abnormal, migraine, headache, weight increased, device expulsion and metrorrhagia outcome was unknown and the menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, anaemia, uterine leiomyoma and cyst had resolved. The reporter considered abdominal pain, anaemia, back pain, cyst, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, haemorrhagic ovarian cyst, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain- pelvic/ abdominal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back. Bleeding : menorrhagia (heavy menstrual bleeding), anemia. Migration,fatigue, other, hormonal changes, migraine, headaches, and weight gain. Insertion date- (B)(6) 2009 discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: result- bilateral occlusion; on (B)(6) 2009: result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: pfs received: new event hemorrhagic ovarian cyst and event onset date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.